Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy; the patient reported the stimulation was shifting more towards their legs than their bladder region. They had tried decreasing stimulation and had tried all four of their programs. The patient stated they were in pain right now and the device was not working - the patient clarified they had bladder pain and spasms. They had contacted their healthcare provider (hcp) and they were not able to help them. The issues were noted to have begun a couple of days ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.